Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that on saturday they took a 5 hour car trip to their summer home vacation place and was uncomfortable sitting in the car for that long period of time because sitting still isn't extremely comfortable for them. Patient said that they used a memory foam pillow that was more comfortable. Patient also said that when they came home from the hospital and took a nap, they felt a lump on their back and when they looked in the mirror, they saw that the device was pushing the skin out and flipped. Patient mentioned that the implant hasn't scarred in yet. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They reported that the patient stated they was sent home from the hospital on june 25th on program a. The patient stated the battery moved in their body and didn't come out through the stitches, but it was pushing the skin out. The patient also informed them that the implant fell out of the incision pocket. The patient said they had a doctor's visit and they changed to program c. They were having a lot of discomfort with both of these programs, and the doctor said it should not be painful. Hcl left therapy at 1.5 and then they reduced it 1.3, patient mentioned that it was very uncomfortable, there was a lot of pain, and they cannot sleep without pain medication. They reduced to 1.1 urgency returned. . The agent informed the patient that they would need to change programs with their doctor's consent. Patient informed they could not reach to the doctor because they were on vacation. Agent walked patient through how to connect to her implant. Patient was on program 4 at 1.4 and patient was told from doctor's office that they can change programs, patient used all programs from 1 to 7 and a, c. Patient stated they wanted to try with program b. Patient asked if the therapy could affect their bowel. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have an appointment with hcp on august 5th. Patient also mentioned that the books received are hard to understand. Patient said they are regretting on having done the therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.